Manufacturer narrative:
Evaluation summary: the distal tip of the device was damaged. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 1st and 2nd distal stent segments were deformed with raised struts. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified and tortuous lcx lesion exhibiting 90% stenosis. No abnormalities were noticed during inspection prior to use. The lesion was pre-dilated. During the procedure, resistance was encountered when advancing the device. The stent couldn't pass the lesion. The device was removed and replaced by another stent to complete the procedure. The physician commented that the event was related to the patient's vessel calcification. No patient injury was reported as a result of the event. Analysis of the returned device revealed stent deformation. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.